Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented with high thresholds and low impedance. The physician decided to explant and replace the right ventricular lead. The procedure was successful and the patient was stable post procedure.